Event description:
It was reported that during procedure, the device emitted a burning smell, and the error 188 (cooling system error cooling flow switch error) was displayed. The case was completed with a different device without patient complications. During visual inspection it was found that the ceramic fuse housing and adapter, 15a of cooling system was damaged.